Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Because not receiving the defective sample for further inspection and analysis, and the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked if leakage occurs during the use of a closed-system intravenous catheter, with fluid overflowing from the catheter hub, promptly remove the catheter and reinsert it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.